Manufacturer narrative:
When infusion accuracy was performed it was observed that the pump grossly overdelivered, particularly at the lower rate of 10 ml/hr. Closer observation revealed that the free flow of solution would occur when the pump was stopped with the top and bottom pump fingers extended. This was while the tubing remained loaded, with the pump door closed. The top and botton finger gaps were measured and found to be twice the specified limit. The pump head was then disassembled and it was noted that the left rear screw in the bottom plate of the cam box was missing. It was also observed that the base plate cam box wall locator pin was broken. This aligns with the bottom cam box plate near the area of the missing screw. The broken locator pin most likely occurred during assembly but could have broken later if the fingers were exposed to high forces given that the screw was missing and therefore not providing the normal assembly integrity. This may have allowed the cam box end plate and cam to move after the assembly. Co was unable to determine if this occurred with the original MFR and assembly or with later servicing by an authorized provider or at the hosp. F10: code 2202 not labeled code 1311 not labeled

Event description:
Additional info was received from the clinician involved. It was reported that the pump was being used to administer heparin to a 60 to 80 year old pt for a deep vein thrombosis. After approx. Three hours into the infusion, 16 ml of solution was expected to be administered, however the 250 ml solution container was almost empty. The pt was already in critical condition. With elevated ptt levels he was watched very closely. The pump was removed from pt use. No medical or surgical intervention was required.